Event description:
It was reported that: a premature baby was placed on the babytherm 8010 warmer and a skin sensor was positioned. A deviation of more than 2 degree c between the skin sensor (36,5 degree c) and the rectal temperature (38,5 degree c) was measured after one hour. The pt showed hyperthermia and a tachycardia up to 180 beats/min.

Manufacturer narrative:
Relevant components were requested for investigation. Investigation results will be reported in a follow up report.